Event description:
The olympus representative reported (on behalf of the customer) that the evis evis lucera elite bronchovideoscope tip rubber was cracked and cut. There were no reports of patient harm. During evaluation of the returned device, it was found that the image disappeared during up and down direction angle operation, and the coat of the image guide snake pipe had peeled off and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of tip rubber cracked, and cut was not confirmed. The additional evaluation findings are as follows: due to a cut on charged coupled device cable, the image disappeared during angulation in up and down direction, connecting tube had coating peeling (1-2 miller meter), adhesive on bending section cover had a chip, control unit had a scratch, grip had a scratch, up and down plate had a scratch, angulation lever had a scratch, switch box had a scratch, insertion tube rotation ring had a scratch, universal cord had a scratch, suction connector had a scratch, scope connector cover unit had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a dent, and connecting tube had a scratch. Based on the results of the investigation, it is likely that the following led to the malfunction: event 1. Image disappeared during up and down direction angle operation was likely due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components mounted on the electric circuit board had a defect. Event 2. The coat of the image guide snake pipe had peeled off was likely caused by stress of repeated use, external factors, or handling of the device. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.